Event description:
A report was received that the patient was experiencing pain and that stimulator was not covering the pain. The patient will undergo a revision procedure. The reason for the revision and the type of revision are unknown at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician elected to replace the ipg as the ipg was not charged prior to the procedure. The patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing pain and that stimulator was not covering the pain. The patient will undergo a revision procedure. The reason for the revision and the type of revision are unknown at this time.